Event description:
During a ptca treatment procedure, the bio ranger balloon ruptured at 12 atms on the initial inflation. The pt was asymptomatic during this event. The lesion being treated was a stenotic lesion in the first diagonal branch of the proximal lad coronary artery. The bio ranger balloon was removed and replaced with another bio ranger balloon to successfully complete the procedure. No pt injuries or complications were reported. Pt status is reported as 'good'.